Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, the implantable cardiac monitor exhibited a symptom activated episode, causing the patient experience pre-syncopal. Also, a false pause episode due to under sensing, because of loss of tissue contact, was noted from a remote transmission from (B)(6) 2019. It was suggested that the symptom activated episode appeared to be a true bradycardia followed by loss of sensing due to loss of tissue contact. The patient was brought into the clinic for further evaluations on (B)(6) 2019. A device firmware update was downloaded, and the issue was resolved. The patient was stable throughout with no issues.